Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. The additional xience skypoint device is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a calcified and mildly tortuous left anterior descending artery (lad). A 3.0x18 xience skypoint stent delivery system (sds) was advanced to the lesion over a balance middleweight (bmw) universal guide wire (gw). The stent was deployed successfully in a bent section of the lad. There was resistance during retraction of the gw and the gw was trapped under the stent struts. The gw was finally removed (simply withdrawn), and the gw was noted extremely elongated and deformed but still intact. The stent was explanted and tangled up. A new whisper guide wire and an nc trek were used to successfully complete the procedure and another same size xience skypoint was implanted to treat the target lesion. There were no reported adverse patient effects and there was no reported clinically significant delay. No additional information regarding this issue was provided.